Manufacturer narrative:
There is no indication that the lens has or will be explanted to date. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced an unexpected post-op refractive outcome. Initially, it was reported that a patient ended up 3.5 diopters more minus than expected. New information was received confirming that the surgery took place on (B)(6) 2016 and patient's pre-operative refraction was -3.75. The target refraction was -0.66 and post operative refraction was at -4.50. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing process record evaluation could not be performed since serial number is unknown. The complaint history could not be performed since serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.